Manufacturer narrative:
A impl scr-v ha 3.7mm 3.5mm 13mm (svh13) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Pre-existing conditions noted on the per is smoker/tobacco use. The reported device was located on tooth # 20 and was used for approximately 4 years. X-ray images were provided by the customer, see image x. The x-ray image shows the product fractured. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63275738). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63275738) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed by the x-ray provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. PMA/510(k): k011028, k013227.

Event description:
It was reported that the platform fractured, crown came off, implant at tooth site #20 implant was removed and site grafted. Patient returning for implant re-placement. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.